Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cementoplasty surgery at l2 due to primary osteoporosis and compression fracture. Intra-op, the bone cement solidify too late and took 16 minutes longer than usual time. After injected, the cement into the patient, the solidifying condition of the cement remained in the bfd nozzle was confirmed. The same sound as usual was heard and it was judged as no problem and wound closure was performed. However, since the remained cement was solidified and there should not be possibility that the solidified cement can be pushed out, but the remained cement could be pushed out this time. No patient symptoms or complications were reported as a result of this event.